Event description:
It was reported that the customer experienced an ongoing "low" blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed carbohydrates to address bg. No additional information regarding the issue was provided.